Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
There was no patient involved in this event. Device has no green led.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2019. The investigation confirmed the reported fault of the green status led being extinguished upon receipt. This was attributed to a reversed polarity of the green led on the membrane pcba. This issue shall be further investigated under a nc. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. Device has no green led.